Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# (B)(4), product type: programmer, physician; product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
It was reported that at a programming session on the report date, following a refill, the physician programmer (8840) showed a memory error with an error code of ¿08:08:f8:f8-544(253)¿. The pump subsequently showed a stopped pump mode. Upon review of the event logs, it was noted that 5 of the 7 normal pump update logs were logged. The ¿infusion bolus command received¿ and ¿pump restarted due to restart command¿ events were not logged. The plan was to re-interrogate the pump, reprogram it back to the desired programming mode and re-update. The reporter did not know of any obvious electromagnetic interference (emi) in the environment. It was noted that, during the incident, the patient felt like the pump vibrated in her abdomen, but she was unsure, as it may have been her tracheotomy tube. The device system was used to deliver baclofen. It was later reported that the ¿n¿vision patient programmer¿ had an error in which it stored no data. The patient was receiving effective therapy and was doing fine.